Event description:
A falsely elevated cctni result of 19.09 ng/ml was obtained on a pt sample. The result was reported. The nurse ordered ck and ckmb tests which resulted in normal values. Plasma from the original sample was tested and a result of 0.02 ng/ml was obtained. The operator then tested a second sample and a result of 0.02 ng/ml was obtained, and a corrected report was issued. There were no adverse health consequences to the pt. Pt treatment was not prescribed nor altered due to the erroneous result. Analysis of instrument data did not indicate a device failure. Sampling handling was the most likely cause of erroneous result.